Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber and alleges the filter is dirty. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber and alleges the filter is dirty. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 05/21/2025. The device was returned to the service center for evaluation. During the evaluation of the device, there was no visible foam particles found. Additionally, dust contamination found during the device evaluation. The device was scrapped. Section g3 has been updated. In addition, appropriate code updated/corrected in this follow-up report.